Manufacturer narrative:
Analysis confirmed the customer comment that there was one knob missing. It was noted that the output connector assembly, upper case, lower case, hanger assembly were broken. It was additionally noted that there was a backlight issue and that the capacitor c277 was damaged on main printed circuit board (pcb) as well as the encoder assembly and three knobs were contaminated. Display wires were pinched, wire insulation was exposed. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a missing knob on the external pulse generator (epg). The epg was returned for service. There was no patient involvement. It was further reported that the epg tested out of specification during manufacturer's analysis.